Event description:
It was reported after loading and restraining the patient onto the stretcher, the stretcher was raised to the transport position and while sitting stationary, the cot allegedly lowered to the middle position. It is unknown at this time if the medics were with the cot at the time of incident. The patient originally denied injury and declined treatment and was transported to a nursing home without further incident. Later, a family member of the patient contacted the complainant and reported the patient was allegedly still suffering from neck pain. The hospital dispatched a mobile x ray unit to examine the patient. No results of the x-rays have been provided to date. An investigation has been initiated to evaluate the product.

Manufacturer narrative:
The cot was evaluated at the customer's location by an authorized field service technician. A visual and functional evaluation was conducted. It was observed the cot needed a new release spring, trigger spring, gas spring bracket and both pin housings and hardware needed to be replaced. The cot was almost 11 years old at the time of incident. The customer authorized the repair of the observed maintenance issues. A follow up conversation with the complainant revealed the patient was loaded on the cot, raised to the transport height and then left stationary in the hospital. The medics were not attending to the cot at the time of the alleged collapse as they said the patient was stable and did not need assistance. Nobody was able to confirm if the patient was moving on the cot at the time of the alleged collapse. The instructions for use require a minimum of two trained staff to remain with the cot at all times when a patient is loaded so as to maintain control of the movement of the cot. No further information regarding the patient's alleged neck pain or x-ray results have been provided to the manufacturer.

Event description:
It was reported after loading and restraining the patient onto the stretcher, the stretcher was raised to the transport position and while sitting stationary, the cot allegedly lowered to the middle position. It is unknown at this time if the medics were with the cot at the time of incident. The patient originally denied injury and declined treatment and was transported to a nursing home without further incident. Later, a family member of the patient contacted the complainant and reported the patient was allegedly still suffering from neck pain. The hospital dispatched a mobile x-ray unit to examine the patient. No results of the x-rays have been provided to date. An investigation has been initiated to evaluate the product.